Event description:
It was reported that the coil was protruding from the microcatheter during withdrawal. A 3mm x 12cm interlock¿ was used for an embolization of the mildly tortuous lesion. During the procedure, the coil would not deploy and got lodged. It was noted that the coil was protruding from the non bsc microcatheter during removal. Procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: investigation completed. A renegade catheter, pusher wire, introducer sheath and coil were returned for evaluation. A visual inspection noted a kink on the pusher wire. No damage was noted to the introducer sheath. The returned coil was visible in the hub of the catheter. The coil was unable to be retracted from the hub of the catheter, it was put soaking in warm water, but the coil was jammed in the hub. A microscopic inspection of the interlocking arm of the pusher wire and coil were performed and no damage were noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the coil was protruding from the microcatheter during withdrawal. A 3mm x 12cm interlock was used for an embolization of the mildly tortuous lesion. During the procedure, the coil would not deploy and got lodged. It was noted that the coil was protruding from the non bsc microcatheter during removal. Procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.